Event description:
Pt had lack of pain control. On refill, reservoir volumes were less than expected and the fluid in the pump had blood in it. The pt reported the pump was kicked or stepped on by a horse. The hcp believes the pt was accessing drug in the pump. The pump was explanted and returned to the MFR for analysis.